Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the es server was not sending messages to cce despite restarting the bd external messaging service and experiencing slow and erratic communication due to dns, ipv6, and name resolution issues after upgrade. A technical support specialist flushed and reregistered dns, disabled ipv6 on cce, edited the local host file for name resolution, restarted communication services, and confirmed message flow. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server was not sending messages to cce despite restarting the external messaging service. However, there were no delays or adverse events or injuries reported based on this event.